Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was temporary connection failure on the contacts of the video connector. "¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the endoeye flex deflectable videoscope had no video. However, the intended therapeutic procedure was completed but it is unknown if with the same equipment. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device return receipt date is not available at this time. The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: the bending section cover, the video connector case, the video connector, the light guide connector, the light guide-cover glass, the up/down plate, the angulation lever, the lock engagement lever (sp), the switch 1, the grip, the control unit, the right/left plate all has a scratch, and due to damage on the charge-coupled device unit, the image has white dots. The adhesive on bending section cover has a chip, and the number of broken wires in bending tube blade exceeds the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.